Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. The camera was replaced and passed all testing. Passive tracking range was found to be reduced at power up. However, after a short warm up of twenty minutes, passive tracking returned to normal and remained for the duration of the functional test. This is considered normal behavior as the camera should be allowed to warm up to operating temperature before use. Issue occurred because user did not allow system to warm up.

Event description:
A medtronic rep reported that the camera recognition of active and passive instruments is periodically not working properly. There was no pt present.